Event description:
Patient's nurse reported that the transfer set had become disconnected from the homechoice tubing set. Nurse stated that the transfer set had been in place since 2004. Patient's mother discarded the supplies. No patient injury or medical intervention was associated with this incident.